Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip arthroplasties and reports patient allegations of pain, discomfort, inflammation, dysfunction and loss of range of motion and elevated metal ion levels. Additional information provided in operative notes and a review of invoice history confirms both primary surgery dates. Additional information also indicates that the right hip was revised on (B)(6) 2011 due to osteolysis, metallosis and a fractured screw. The operative notes confirm that the acetabular cup, screw and modular head were removed and replaced. The left hip was revised on (B)(6) 2012 where metallosis in the pseudocapsule was noted. The operative notes confirm that the acetabular cup, screw and modular head were removed and replaced. An additional revision procedure that took place on (B)(6) 2013 was confirmed during the review of invoice history. The reason for that revision procedure is unknown and no information has been provided to confirm which hip was revised on that date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - (B)(6) 2011 or (B)(6) 2012 this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 6 mdrs filed for the same patient (reference 1825034-2013-01500 / 01501 & 03023/3026).